Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope connector (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was returned to failure analysis and errors 48404 and 48265 were identified as possible error codes related to the reported issue. In system logs, errors 48404 and 48265 were located, indicating that the fault occurred in the field. A visual inspection found no visible damage to the exterior and interior of the unit. The unit was installed in the golden system where error 48404 and 48265 were replicated upon start up and the unit programmed successfully. After testing, the system error logs were investigated and found error 48404 and 48265, pertaining to the dual camera interface board (dcib). The complaint was confirmed based on field evaluation and failure analysis. The dcib is the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the camera was not recognized, failing self-testing. A second and third camera were tried, but the issue remained. The customer also tried reseating the camera cable into the camera box, but the issue continued. The intuitive tech support engineer (tse) recommended checking the endoscope controller (ec) for damaged pins. The customer did not find any damaged pins. The customer checked the connections on the back of the video processor (vp) and ec. The cable connections reportedly looked good. The breaker switch on both the ec and vp were in the on position. The customer performed a hard reboot of the vision side cart (vsc). When the system powered back on, the issue remained. The customer swapped vscs to continue the procedure. The system logs showed that errors 48265 and 48404 had occurred. No known impact or patient consequence was reported.